Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent right tha on (B)(6) 2012 and was implanted with lfit v40 femoral head and accolade tmzf stem that was subsequently revised on (B)(6) 2023 due to alleged head disassociation.